Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy and liver biopsy surgical procedure, there were repeated faults for the universal surgical manipulator (usm) 3. The customer attempted to recover but the fault kept coming back. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed and confirmed the arm net 3 errors pointing to a possible proximal or distal set up joint (suj). The tse walked the customer through a hard power cycle of the patient side cart (psc), but the fault returned. The tse asked if the surgeon could use 3 usms only as arm net 3 could be disabled. The customer stated that the surgeon was actually using another system at the moment and has been swapping systems for each case. The customer called back and asked how to re-enable a usm. The tse provided that the system must be power cycled to re-enable a disabled arm. The customer performed and the usm was re-enabled, and the error persisted. The customer called in during a procedure again to report that they needed to disable usm3. The tse assisted with touchpad prompts to disable usm3. The tse found 32098, 23211, 32099 errors in logs. Prior to calling in, customer had hard power cycled and performed emergency power off of the psc without change. The customer was planning to proceed with 3 usms for the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal and distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa) testing. The inner distal suj was analyzed, and the error was confirmed and replicated. The unit was installed on the testing platform, and the unit failed to release the wrist brake. The inner proximal suj was also analyzed, and the error was confirmed as having in the field but could not be replicated during the failure analysis investigation. The unit was tested on the testing platform and all test passed. The failure originated in the distal suj. The complaint was confirmed based on the field evaluation.